Event description:
Per the audiologist, the patient would not wear the external processor. In order to complete an integrity test, the patient was sedated. The results of the integrity test on (B) (6) 2010 indicate normal receiver stimulator function with multiple electrode anomalies. More information has been requested however was not available at the time this report was filed (B) (6) 2010.

Manufacturer narrative:
(B) (4): implanted device remains.